Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that following a lens exchange (initial lens was a competitor's lens), she immediately noted a "film" over her vision. A yag laser was performed with minimal improvement, but she could still see the film. The consumer indicated that she sought a second opinion who informed her that the lens is decentered, and given the previous yag treatment, a third surgery to reposition it would be a very high risk. The second surgeon prescribed her eyeglasses. The consumer stated that if glasses do not help her vision, she plans to seek a third opinion. In a f/u, the implanting surgeon reported that the event continues and is not expected to resolve. The pt has mild anisometropia, and although, the pt indicated blur/film, she has ucva 20/25 and near vision is j3. The surgeon indicated informing the pt of possible spectacle dependency after implantation. Add'l info has been requested.